Manufacturer narrative:
Continuation of d10: product ID 37791. Product type recharger product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt had a frayed recharger antenna cord. An email was sent to repair to replace the frayed cord. Additional info received from the patient that he replaced the recharge antenna with the replacement recharge antenna and he keeps getting the reposition antenna screen. Patient checked and the antenna was securely plugged in and he reset the recharger. Issue did not resolve. Patient plugged back in the old damaged recharge antenna and he was able to recharge. Patient noticed the issue a week or two ago. Patient said the implant did not move. Patient has a doctor appointment on monday to schedule a stimulator replacement. Sent repair a request for recharger antenna cord. Additional information received that the caller stated implantable neurostimulator (ins) was replaced today. Caller stated that patient reported that since about a month ago, when the ins would drop below 50%, overnight, patient would feel it go to 0% and turn off. Patient recharged the ins but the same thing happened the next day. Patient indicated that if ins was above 50%, it worked as expected for all 10 years they've had it.